Manufacturer narrative:
Block b3: exact date unknown, event occurred four months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-extension. Upn: unk-p-scs-extension.

Event description:
It was reported that during patients implantable pulse generator (ipg) replacement procedure (MFR. Report no. 3006630150-2024-08405), the physician was unable to connect the new ipg to the lead extensions that appeared to be swollen. The physician opted to close the patient with the new battery port plugged in the pocket. The patient went in for another surgery wherein the physician removed the lead extensions and used wider adapters to fit the original lead into the new ipg. The patient was doing well postoperatively.